Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. Treatment was not reported. At the time of this report the patient had recovered from the peritonitis and dianeal therapy was ongoing. Additional information was requested, but is not available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). On the same day as the onset of peritonitis, the patient was treated with vancomycin (one gram, every three days, route not reported) and ceftazidime (daily, dose and route not reported) for two weeks. Fifteen days after onset, antibiotic therapy was completed. On an unknown date, the patient was retrained in aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.